Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis, as the organisms causing the endocarditis were never completely eliminated. The op report indicates that this patient initially had replacement of this aortic valve and repair of his mitral valve for endocarditis caused by ongoing drug abuse. Although the root cause of this event cannot be confirmed without the sample device, it appears that the recurrence of endocarditis was likely due to the patient's previous infection or ongoing drug abuse. No further actions are possible with the available information. Of note, the patient's aortic valve was also explanted during the same procedure. Please reference MFR report #2015691-2013-20388.

Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 6 months due to endocarditis. Per the op report, the patient initially had aortic valve replacement (avr) and mitral annuloplasty also for endocarditis due to drug abuse. The patient made a recovery. Recently, he was found to have positive blood cultures. Therefore, redo-avr and redo-mitral annuloplasty was scheduled. During explantation, the mitral ring was noted to be partially dehisced. The patient's ring was replaced with another edwards annuloplasty ring. No operative complications were reported.